Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: during investigation, the battery compartment was cracked starting at the threads to the left side of the grip pad down to the seal, and from the case seal traveling to the grip pad. Moisture was observed in the battery compartment with a leak. The pump was opened to find no moisture. The battery cap threads were stripped and the cap was unable to secure to the returned pump or a test pump. The test cap was able to secure for testing.